Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (201512), and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Leak testing was also performed and the sample passed the leak test. In the current manufacturing procedure, 100% leak testing and a visual inspection is conducted after the assembly process; thus any defects in the products would be detected prior to release. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges an air leak. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges an air leak.no patient injury reported.